Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating and in a critical override state. A field service technician modified the network card speed settings from half duplex to auto negotiate and moved the ethernet cable to next available port to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow users to remove lorazepam for a patient undergoing a seizure. The user obtained the required medication from the pharmacy and reported a 20-minute delay. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system did not allow users to remove lorazepam for a patient undergoing a seizure which caused 20 minutes delay. Longer than usual. No additional adverse patient effects. This event is considered a serious injury.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2021 to 24-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device did not allow users to remove lorazepam for a patient undergoing a seizure. A field service engineer found that the station was not communicating for 2 days. Logged in through cfn admin, changed speed setting to auto negotiate, reseated ethernet cable and modified to half duplex to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.